Event description:
It was reported that allegedly a pta balloon dilatation catheter was difficult to remove from the pt after it was used to post dilate a stent. The intended treatment site was the femoral on the right side. The tracing path was calcific and tortuous. The pta balloon dilatation catheter was used to successfully post dilate a 10 x 40 stent. During retraction, the pta balloon dilatation catheter became lodged in the 6f introducer sheath and separated into two pieces within the introducer sheath. The two separated pieces of the pta balloon dilatation catheter and the introducer sheath were then simultaneously removed from the pt. No pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The complaint sample has been returned and the investigation is currently underway.